Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarms and liquid inside the reservoir compartment. Blood glucose level at the time of the incident was 116 mg/dl. The customer declined to complete troubleshooting and disconnected the call. The reservoir was not replaced or returned for analysis.